Event description:
Co syringe infusion pump with 60cc syringe containing d5w with dobutamine set to infuse at .28cc/hr. Within the first 10 minutes of the infusion, all 60cc infused into the pt and pt experienced cardiopulmonary arrest. Pump was immediately disconnected from pt and pt was resuscitated and stabilized to prearrest status.